Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was kinked under the strain relief approximately 1.0 cm from the proximal end. Conclusions: evaluation of the returned device revealed it was kinked under the strain relief. This type of damage typically occurs due to improper handling during preparation. If the 5max ace is forcefully manipulated at an angle during removal from the packaging hoop or preparation for use, damage such as this may occur. These devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the proximal end of the penumbra system 5max ace reperfusion catheter (5max ace), just distal to the hub was stretched/fractured upon removal from its packaging. The damaged 5max ace was found prior to use and was not used in the procedure. The procedure was successfully completed using a new 5max ace.